Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency treatment was continued when the issue happened. The procedure was completed with some operational restrictions. The philips field service engineer (fse) visited onsite and found the screen was not displaying images properly. Upon troubleshooting, fse found that the issue might have been related to the disk, which could be affecting the ability to generate images temporarily. To resolve this issue, fse performed a disk wipe. After completing the disk wipe, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that one of the device's monitors was not displaying images well. The device was in clinical use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.